Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018, the patient was not able to feel any stimulation sensation when their ins voltage was set to "6 point something". The patient then decided to turn their ins off since it was not apparent it was doing anything, and therefore the patient has not been getting any pain reduction. It was noted the patient was scheduled to have post-operative programming during the week of (B)(6) 2018. It was also noted it was not clear if the patient was supposed to have their therapy on yet or not. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the implant has never worked for the patient¿s pain. The patient mentioned she was taking pain medicine. The patient said stimulation goes to her legs and not her back where she needs it. The patient said in different positions it still only goes to her legs. The patient said she has tried different settings as well. The patient noted she has met with manufacturer representatives (reps) about the issue, but it is still not resolved. The patient mentioned that it was worse than before, but later in the call clarified that it is not worse, it just was not effective. The patient said she was going to contact the healthcare provider (hcp) to determine next steps. No further complications were reported. Additional information was received, and it was reported that the patient spoke to a manufacturing representative (rep) who told them that they only had one lead working. The patient was getting stim in their leg and does not need stim in their leg. No further complications were reported. Additional information was received from a manufacturing representative and it was reported that they do not remember if they were made aware of the event but if they were they would have submitted a complaint. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported one lead was not working. Patient reported weight as (B)(6). No further complications were reported.